Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the pod is not keeping her blood glucose at a normal level on the first day of wear, she has to use more insulin on day 1. She reached over 500 mg/dl, reaching up to 500 mg/dl in 3 hours, and had to go to the emergency room for IV fluids. This device had been worn on her abdomen for between 1 and 4 hours and was still applied at the time of call. The patient stated that the following two days of wear are okay. She will no longer be using the system.